Event description:
It has been reported to philips that the wired footswitch was not working, would not deliver x-rays. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a diagnosis procedure was performed when the incident happened. The procedure was completed as by use the same system. The philips remote service engineer (rse) analyzed the system remotely and verified that the wired footswitch was not working, would not deliver x-ray. After reviewing log file, rse found that microswitch inside the pedal was defective. Rse suggested to replace the foot switch. Customer replaced footswitch. After replacing the footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.